Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The power supply was replaced to isolate the reported power loss. The system was verified for all modes of operations and calibrations. The system met amo specifications.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working. The clinic used another phacoemulsification machine to complete the case. There was no patient injury reported.